Event description:
It was reported that during use, the catheter tube detached from the catheter. There was no physical exertion. The pump did not give an alarm and the patient¿s blood sugar levels rose to over 400mg/dl.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Three components of the sample were received for evaluation. No complete cleo sets were received, only parts of the assembly. Visual inspection found no discrepancies. The sample shows signs of manipulation and remanent of adhesive and tube; therefore, it cannot be confirmed that the failure mode reported in the complaint was generated during the manufacturing process. In conclusion, the failure mode was confirmed. The cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.